Manufacturer narrative:
(B)(4).

Event description:
According to the reporter in response to a blog on (B)(6) 2014: there was a similar delayed vaginal vault dehiscence post tlh in (B)(6) this year, 6 months after surgery. The patient is a (B)(6) with leiomyoma and heavy menstrual bleeding. 0 v-loc was used to closed the vault (ace harmonic scalpel and mccartney tube were used). The patient required laparoscopic wound debridement and resuturing with pds.